Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation summarized that the cause of the reported event was the faulty patient board due to the deterioration and long term use of the device. It has been over six years that the device was installed.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of a green and red lines on the screen with 180 scopes. Additionally, the device printed circuit board usb connection was damaged. The faulty parts were replaced, and the software was also upgraded. The device was inspected to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus evis exera iii video system center due to a green and red lines on the screen with 180 scopes. Upon inspection and testing of the returned device, a faulty circuit board was observed. There was no harm or user injury reported due to the event.